Manufacturer narrative:
Gfe sent for follow up about corrective actions and initial reporter details. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered shocks due to an atrial originated arrhythmia. No additional adverse patient effects were reported. This device remains in service. Additional information was received. Care for urosepsis, urinary retention and deconditioning was managed during the admission. The patient atrial fibrillation rate was controlled, and medication was administered for rate management. The patient was discharged and continued to be followed up. Additional information was provided. This crt-d delivered anti-tachycardia pacing (atp) and shocks for atrial originated arrhythmia episodes. Therapy did not convert the rhythm. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered shocks due to an atrial originated arrhythmia. No additional adverse patient effects were reported. This device remains in service. Additional information was received. Care for urosepsis, urinary retention and deconditioning was managed during the admission. The patient atrial fibrillation rate was controlled, and medication was administered for rate management. The patient was discharged and continued to be followed up.

Manufacturer narrative:
Gfe sent for follow up about corrective actions and initial reporter details. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Gfe sent for follow up about corrective actions and initial reporter details. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered shocks due to an atrial originated arrhythmia. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered shocks due to an atrial originated arrhythmia. No additional adverse patient effects were reported. This device remains in service. Additional information was received. Care for urosepsis, urinary retention and deconditioning was managed during the admission. The patient atrial fibrillation rate was controlled, and medication was administered for rate management. The patient was discharged and continued to be followed up. Additional information was provided. This crt-d delivered anti-tachycardia pacing (atp) and shocks for atrial originated arrhythmia episodes. Therapy did not convert the rhythm. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Gfe sent for follow up about corrective actions and initial reporter details. If information is provided in the future, a supplemental report will be issued. This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Boston scientific has assigned an investigation conclusion code of cause not established. This report is being submitted to correct the device code (h6) in section h, device manufacturers only.

Manufacturer narrative:
Gfe sent for follow up about corrective actions and initial reporter details. If information is provided in the future, a supplemental report will be issued. This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered shocks due to an atrial originated arrhythmia. No additional adverse patient effects were reported. This device remains in service. Additional information was received. Care for urosepsis, urinary retention and deconditioning was managed during the admission. The patient atrial fibrillation rate was controlled, and medication was administered for rate management. The patient was discharged and continued to be followed up. Additional information was provided. This crt-d delivered anti-tachycardia pacing (atp) and shocks for atrial originated arrhythmia episodes. Therapy did not convert the rhythm. No additional adverse patient effects were reported. This device remains in service.